Event description:
Philips received a complaint by the customer on the v60 indicating that the device was being jostled while the patient was being moved and that it alarmed da pcba reference failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer not able to reproduce the error. Discussed troubleshooting per the service guide. The rse advised the customer replace the da to mc cable and to ensure that the cable is firmly seated in its connectors. The customer could not duplicate the issue so after discussing with technical support the customer replaced the interconnect ribbon cable. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.